Event description:
It was reported that a missing wire occurred. The product was evaluated. An external visual inspection was performed and no damage was found. The allegation was not confirmed. Customer complaint could not be confirmed as wearable has no damage. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced a missing needle which occurred the same day the sensor had been inserted in the arm. The patient consulted an hcp and they performed an x-ray. The needle was not removed and there was no surgery performed, her doctor advised her not to do anything and just take the medication. They prescribed an oral antibiotic cephalexin 500mg 3 times a day for 1 week. During the x-ray there was no needle found but patient was in pain. At the time of the report the patient was doing okay. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.